Manufacturer narrative:
The insulin pump was received with normal operating currents and there was no unexpected low battery alarm during testing. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a striped battery cap coin slot. (B)(4).

Event description:
The customer called in to report a failed battery test alarm and that they were unable to remove the battery cap. The customer's blood glucose level was unknown. The customer stated that the insulin pump fell and was dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.